Event description:
It was reported that the patient had developed an infection; the device was needed to be explanted. The patient was in the hospital on a ventilator due to a non-device related issue. It was noted that the patient had overdosed on medication and has been in the hospital since (B)(6) 2012. The patient was "overwhelmed by his person situations." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's entire dbs system explanted on (B)(6) 2012. No further details were available at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: extension, product ID: 37085-60, lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: extension, product ID: 3389s-40, lot#: v828457, serial#: implanted: 2012 (B)(6), explanted: product type: lead, product ID: 3389s-40, lot#: v800515, serial#: implanted: 2012 (B)(6), explanted: product type: lead. (B)(4).

Event description:
Additional information: it was reported that the patient was recovering and that the devices would not be sent to the manufacturer. The results of a culture done and the location of the infection were unknown. Additional information has been requested, but was not available as of the date of this report.